Event description:
It was reported that when the device was used during a low anterior resection procedure, it fired but did not form two half-rows of the staple line. Manual sutures were used to complete the case. There was no reported pt consequence.